Manufacturer narrative:
Exemption number e2019001. The device was reportedly discarded. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after an interventional coronary catheterization procedure. Reportedly, the proglide device knot was tightened against the vessel wall and created dimpling of the skin. Hemostasis was not achieved. Another proglide device was attempted and did not achieve hemostasis as well. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of tissue damage is listed as a known adverse event associated with use of suture mediated closure devices. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.